Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Lead returned with the helix fully retracted and tissue visible in it. Removed tissue, got helix to extend (not within spec), and found helix is bent. Explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead dislodged and migrated to the patient's atrium. The patient received inappropriate therapy due to the lead's placement. A lead revision was attempted but during positioning of the lead, the helix would not extend for fixation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.